Event description:
During a pci procedure, the maverick otw ptca catheter balloon ruptured at less than 6 atms on inflation. The number of inflations and to what atms is unknown. The lesion being treated was a 100% stenotic lesion in the very tortuous left anterior descending (lad) coronary artery. A medikit introducer sheath, a getz guidewire, and a jnj guide catheter were also used in the procedure. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.